Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of "burning smell, damaged heat plate and inlet/outlet seal and iso port are contaminated" is classified as low and does not present a serious risk to patient safety.

Event description:
The manufacturer was contacted in reference to a thermal complaint on a dreamstation 2. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, device name was given as "dreamstation 2" which is now corrected/updated to ds2adv auto CPAP. Additionally, the UDI number and manufacture date are corrected/updated in the report.

Manufacturer narrative:
The ds2adv auto CPAP device was returned to the third-party service center for evaluation, and the customer¿s complaint of a burning smell when in use was confirmed. During the evaluation it was noted that the device's heater plate was damaged, the inlet/outlet seal and iso port were contaminated, and the pollen filter needed replacing due to preventative maintenance. In conclusion, the device was not repaired but scrapped due the request of the customer.